Event description:
A malfunction was reported on the customer's pump, specifically displaying malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump. Technical support completed the online form for field correction and provided instructions for storing and returning the malfunctioning pump. A replacement pump with updated software was sent to the customer, and instructions were given for set-up and return procedures, all of which the customer understood and acknowledged.